Event description:
A patient specimen containing anti-fya was not detected using capture-r ready-screen (4). The antibody was detectable using manual tube method and polyclonal, polyspecific anti-human globulin, but not detectable when using the tube method and monoclonal anti-human globulin reagents. The antibody was also detectable using a gel method.

Manufacturer narrative:
The presence of the fya antigen was confirmed on retention lot k094. The customer sent two specimens from the patient for investigation testing. The specimens were tested with lot k094; one specimen reacted 1+ with cell 3, the other other specimen showed questionable results with cell 3. Both specimens were tested with lot k093, the results were negative. The specimens were tested with panoscreen lot 19183 and different anti-human globulin reagents. The specimens reacted 2-3+ with fy(a+) cells using polyclonal, polyspecific anti-human globulin; the specimens were negative using monoclonal anti-igg and monoclonal anti-igg; -c3d; polyspecific anti-human globulin reagents. It is possible that the anti-fya is largely an igg4 subclass antibody. The capture-r ready-screen (4) package insert states: "examples of pure igg4 sublcass antibodies may not be detected by the capture-r ready indicator red cells reagent. Note, however that pure igg4 antibodies are very uncommon:. The investigation is ongoing.